Event description:
It was reported the sensor had a brake. Sensor was pulled back into the cap. Customer's blood glucose was unknown. No further information reported.

Manufacturer narrative:
Two opened and used sensors were inspected and both sensors were found with a bent cannula inside of the sensor base. It could not be confirmed that the customer received the sensors in said condition as the sensor was returned opened and used.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.